Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the cartridge cap revealed no damage to the cap. The complaint of a loose cap was not confirmed. The cartridge cap was able to be tightened securely to a test pump. There was no defect found during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge cap was loose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015. (B)(6).